Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a patient with an 8 cm diameter pre-operatively ruptured abdominal aortic aneurysm approximately three weeks ago. Vessel morphology is unknown. The decision was made to implant an endurant bifurcated stent graft and the stent graft was partially deployed; however, there was difficulty cannulating the gate due to the size of the aneurysm. The patient was losing too much blood and the blood pressure had dropped. At this point the physician decided to convert the patient to open repair and explanted the stent graft. No clinical sequelae were reported the patient is fine.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (surgical conversion), patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm), unapproved use of device (stent graft was used for treatment of a patient with a pre-operatively ruptured aneurysm). Conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), user error contributed to event (stent graft was used for treatment of a patient with a pre-operatively ruptured aneurysm).